Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0530 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was that the catheter has ruptured in the prossimal segment. No migration in blood circle was observed. The device was removed."